Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
On (B)(6) 2026, the patient experienced a bent cannula due to scar tissue at the abdominal insertion site after 3 hours. On (B)(6) 2026, the patient was hospitalized with blood glucose of 321 mg/dl and blood ketones and was treated with IV saline and insulin. The patient was discharged on (B)(6) 2026.